Manufacturer narrative:
Evaluation summary: the reported condition keypad on pump head is broken was confirmed. Inspection of the pump revealed the broken keypad was unable to open the pump head module (phm) jaw. The broken phm keypad was caused by a defective keyboard. The phm keypad was replaced in the pump to correct this condition.

Event description:
The facility reported a pump where keypad on pump head is broken. It is unknown when this condition occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.